Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not charge their implantable neurostimulator (ins), which resulted in the ins depleting and therapy turning off. As a result, the patient's tremor returned. The caller stated that they charged the ins to 100% and turned therapy back on. Once therapy was turned on, however, the caller stated that the patient felt an uncomfortable "power surge" so they turned therapy off. The caller stated that their reason for calling was to find out how to decrease stimulation levels while therapy was turned off so they could turn therapy back on when the stimulation levels were lower, then gradually increase stimulation to their original levels. The caller stated that stimulation for the left side was set to 3.60, and stimulation for the right side was set to 4.00. Agent reviewed how to lower stimulation levels, and the caller reported that 3.00 was the lower limit for left-side amplitude, and 3.40 was the lower limit for right-side amplitude. The caller turned therapy back on and confirmed the patient was not feeling the uncomfortable "power surge" they felt before. The caller also mentioned that the patient's tremor stopped, although they noticed they had a "very, very little" tremor in their right hand. The caller stated that they would monitor the patient, and that they would consider increasing the stimulation back to the original levels if they felt it was appropriate. Agent advised the caller to have the patient follow up with their managing healthcare provider (hcp) to further address the issue if necessary. The caller stated that the patient has an appointment with their hcp in two weeks. At the end of the call the patient thought something was wrong with the recharger, but the caller confirmed nothing was wrong with it.